Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: weight and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) bab flexible fabric 3/4in 100s USA 381370044345 8137004434usa 8137004434usa lot/ctrl # 201121. D4: UDI #:(B)(4). Upc #:381370044345. Expiration date: na. Lot #: 201121. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical code: e0402 also refers to consumer alleged about "got a really bad allergic reaction and rash from the band aids (subsumed rash)". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 30-year old female consumer reported an adverse event with band aid bandage flexible fabric. Consumer reported that on (B)(6) 2023 she had a very bad allergic reaction and rash from using band-aid flexible fabric. Consumer used product on (B)(6) 2023 and next day had symptoms, whereby she went to the doctors and was prescribed an unknown cream for treatment. Consumer reported to continue to experience reaction and symptoms have stayed the same.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 21, 2020. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.